Event description:
Patient's mother reported that after being dropped several times the pump was resetting itself without intervention and evidenced a "rattle."

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged circuit board.